Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2018 due to coronary artery disease. The patient¿s condition had reportedly worsened leading up to the event; however, no treatment was given. It was also reported that the device was not explanted. No product was returned for evaluation. The hm3 lvad IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired from coronary artery disease. The pump was not explanted. No additional information was provided.